Event description:
The pt first had artificial sphincter placed on 9/27/94. Surgery was redone on 12/1/94 to remove the pump from the scrotum. There was noted to be air in the pump and the pump did not work. At this time, the pump was replaced.